Event description:
During a spinal operation that lasted for four hours, the pt received a half-inch second degree burn surrounding the incision. The working distance and the exposure time to light were not provided. The illumination intensity was set to 100%. The injury was detected at the end of the procedure.

Manufacturer narrative:
The incident occurred at facility. A rep service engineer evaluated the pentero and found it to be fully functional. The product labeling provides info regarding illumination intensity, exposure duration, and focus of the light source to minimize chances of tissue damage caused by excessive illumination intensity. The info reported to the MFR suggested that the user did not follow warnings in the user's manual. It led to the incident being reported.